Event description:
It was reported oxinium femur revision surgery has been carried out.

Event description:
It was reported that revision surgery occured for mechanical loosening with peri-prosthetic fx.